Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician suspected that the patient had an allergy to the cardiac resynchronization therapy defibrillator (crt-d) materials. The device remains in use and the patient was prescribed steroids. No further patient complications have been reported as a result of this event.